Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included celecoxib (celexa) for depression as well as ibuprofen since 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdomen pain") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic, salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, migraine, dyspareunia, weight decreased, abdominal pain, headache and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ,heavy menstrual bleeding yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event weight increased was added upon internal review. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included celecoxib (celexa) for depression as well as ibuprofen since 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic removal of essure coils and). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, migraine, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included celecoxib (celexa) for depression as well as ibuprofen since 2014. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic removal of essure coils and). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, migraine, dyspareunia, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ,heavy menstrual bleeding yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received, new reporter and event abdomen pain and lab date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included celecoxib (celexa) for depression as well as ibuprofen since 2014. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdomen pain") and headache ("headaches"). The patient was treated with surgery (laparoscopic, salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, migraine, dyspareunia, weight decreased, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pain ,heavy menstrual bleeding yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events general abnormal bleeding and headaches added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included celecoxib (celexa) for depression as well as ibuprofen since 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, migraine, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hypersensitivity, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss (specify which one) weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.